Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a double lumen peripherally inserted central venous catheter set was implanted on (B)(6) 2018 and blood was coming down the lumens on (B)(6) 2018. The patient went to the ward and no additional information with regards to mitigation or current patient status was provided. To date, it is unknown if the patient experienced any adverse effects or required an additional procedure due to this occurrence. As reported, the device will not be returned as it remains in use.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control and trends was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. The device is shipped with instruction for use (IFU) which notes: catheter placement (fluoroscopic method). After catheter is in final position, remove obturator, secure catheter to skin and dress in standard fashion. Verify catheter tip position using radiography or appropriate technology. In order to guarantee extrapericardial location, catheter tip should be located above the svc-ra junction, within the lower 1/3 of the svc. Every effort must be made to ascertain proper tip position in order to prevent erosion or perforation of the central venous system and to ensure proper delivery of infusates. No further information could be obtained as there was direction to not contact the person who reported this issue, nor was there enough information available for the customer to identify the patient for further investigation. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No new event description information to report at this time.